Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, upon cannulation using the hydratome rx 44, the physician asked the technician to bow the device. When the current was applied to the device, the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. Additionally, the scope and the anatomy were in normal positions. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on august 17, 2022. During the procedure, upon cannulation using the hydratome rx 44, the physician asked the technician to bow the device. When the current was applied to the device, the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. Additionally, the scope and the anatomy were in normal positions. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned hydratome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken at 5mm from the proximal pierced hole, the device was observed under magnification, and the cutting wire was broken, kinked and blackened. Additionally, the working length was torn from the end of the c-channel to the tip. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It was also found that the working length was torn which was typically caused by pulling the guidewire through the c-channel, the technique used during the removal of the guidewire could also tear the catheter. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.